Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) broke in the inserter. There was no reported patient contact. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a qualified ii b cartridge. Viscoelastic was observe in the cartridge. The lens was positioned incorrectly, pressed up in the cartridge instead of biased down per the dfu. The leading haptic is in front of the optic. The trailing haptic is extended behind the optic and the distal tip is broken (not returned). The cartridge shows evidence of being placed into a handpiece. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and a qualified handpiece with the lens. Two viscoelastics were indicated, only one is qualified for the lens/cartridge combination used. The lens was returned damaged and advanced/stuck between the loading area and the nozzle area. The root cause may be related to a failure to follow the dfu. The lens was positioned incorrectly in the cartridge, pressed up instead of down per the dfu. The dfu instructs the user to bias the lens down inside the cartridge when loading. Mispositioning in the cartridge can result in delivery difficulties. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).